Event description:
While in abdominal cavity robotic cadiere instrument makes contact with second laparoscopic instrument when jaws of cadiere forceps pop open showing visible cable extending from cadiere and jaws fully open; forceps removed from field, tips appear complete with no fragments seen in abdomen or visualized when jaws popped.